Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 23, 2021. The investigation of the returned device was completed by the failure analysis lab on september 27, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the union between shell and patch. Additionally, a crease/fold was noted on the posterior view. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The authorization form was received and the failure analysis lab was able to do additional testing on the returned device. Based on the additional testing the following statement was added to the device evaluation summary: microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Additionally, a code was added to d6 (component code). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 13, 2021. The right sided breast pain reported initially was the result of capsular contracture. The patient experienced bilateral ptosis. The patient went to the emergency room due to the breast pain, and an unspecified imaging examination revealed bilateral rupture. As a result, explant and mastopexy was performed on (B)(6) 2021. The left sided device was found intact upon explant. This report relates to the right prosthesis. See 1645337-2021-13938 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 445cc mentor memorygel breast implant experienced right sided rupture with breast pain post procedure. It was also stated to be sitting higher. As a result, explant and mastopexy was performed on (B)(6) 2021.